Manufacturer narrative:
The investigation remains in progress and the disposables that were in use during the event are being returned to bayer for a full evaluation. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported that a patient was undergoing a coronary angiography/angioplasty procedure while connected to a medrad® avanta fluid management system (sn (B)(6)). During the contrast injection, an undisclosed amount of air was visualized, and the patient experienced chest pain with a slowing of coronary blood flow. This was resolved approximately 5 minutes after oxygen therapy and repeated saline fluid boluses were administered. No other patient-related information was provided. Note: this event occurred on october 16, 2023. However, bayer medical care inc. Was not notified until receipt of an incident notification from the ministry of health in italy on (B)(6) 2023. This incident was determined to be reportable upon receipt of additional information on january 9, 2024.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management injection system, serial number (B)(6), was completed on october 23, 2023 which confirmed that the injector was operating within bayer specifications. Although the customer originally indicated that they would send the disposables in use during the incident to bayer for evaluation, the customer ultimately decided to retain those disposables and not make them available to bayer for evaluation. The customer did provide the lot number of the single-patient sterile disposable set (spat) used during the incident but did not provide the lot number for the multi-patient sterile disposable set (mpat). Functional testing of a lab stock mpat (lot number unknown) and a retained sample of the spat (lot number 224305) concluded that the disposables performed to specification with no problems observed. The customer declined the offer of additional clinical applications training. The avanta fluid management injection system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported that a patient was undergoing a coronary angiography/angioplasty procedure while connected to a medrad® avanta fluid management system (sn (B)(6)). During the contrast injection, an undisclosed amount of air was visualized, and the patient experienced chest pain with a slowing of coronary blood flow. This was resolved approximately 5 minutes after oxygen therapy and repeated saline fluid boluses were administered. No other patient-related information was provided. Note: this event occurred on (B)(6) 2023. However, bayer medical care inc. Was not notified until receipt of an incident notification from the ministry of health in italy on december 19, 2023. This incident was determined to be reportable upon receipt of additional information on january 9, 2024.